Manufacturer narrative:
The biomedical engineer (bme) reported that they received and installed the replacement parts. The device was tested after the repair and all tests were now passing. The bme then performed performance verification and device is now working properly, and no alarms were reoccurring; the device was cleaned, and the screen was calibrated. It could not be confirmed what parts the bme replaced to resolve the issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
The customer reported that after the v60 ventilator had a recall service performed by a third-party company, the device was now displaying the following error codes: check vent: motor control pcba adc failed, check vent: 3.3 v supply failed, check vent: 5 v supply failed, check vent: 35 v supply failed, and check vent: ovp circuit failed. As it was determined that all the error codes reported were triggered by the circuit failure, the issue will be considered a "check vent: ovp circuit failed". It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The investigation is ongoing.